Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 9 days ((B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2019 at 16:16 while the mpu was in use. The event appeared to have been caused by a loss of ac power. Power was simultaneously restored to both power cables within 4 seconds of the alarm, resolving the alarm. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted throughout the log file. The mpu (serial number (B)(6) ) was not returned for analysis. The mpu was confirmed to have been manufactured with a v-lock ac power cable. The root cause of the no external power alarm regarding the mpu was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient found down event reported under MFR # 2916596-2019-03930. Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient arrived in ed after being found down. The patient went on a walk with low batteries. The patient's log file captured a no external power event on (B)(6) 2019 @16:16. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The pump maintained the set speed throughout the log file. Noted this patient has 84 ebb usages logged. The remainder of the log file is unremarkable. No further information was provided.